Event description:
The "cath fault" alarm sounded from the pump and the pump was changed. The alarms continued and the intra aortic balloon was removed. (Event complications: none from the event - reported 7/29/98.) (Pt's current status: unk - reported 7/29/98.)